Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased alinity I tsh and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 0.010 miu/l and repeat results were 5.188, 3.992, 3.159 & 4.624 miu/l. When tested at another facility, the result was 4.492 miu/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did not identify an increase in complaints for the alinity I tsh reagent and complaint lot for the customer reported event. The overall performance of the alinity I tsh reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded that the lot generated the expected results. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I tsh reagent lot 67049ud00.

Event description:
The customer reported false decreased alinity I tsh and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was <0.010 miu/l and repeat results were 5.188, 3.992, 3.159 & 4.624 miu/l. When tested at another facility, the result was 4.492 miu/l. There was no reported impact to patient management.